Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have not received any sample for analysis. Without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the needle detached from suture during suturing and fell on the patients tongue. The needle was not squeezed with needle drivers and the point of detaching was not noticed when it happened. Only when the needle was resting on the patient's tongue. Additional patient information: unknown effect on delay, no mention from customer. No patient data available. We were able to remove it without any issues. Additional information has not been provided.